Manufacturer narrative:
The insulin pump was received with no button response, due to corroded keypad traces. No button error alarm or any ramping numbers were noted. The device was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube, a cracked reservoir window, and a cracked case near display window corners.

Event description:
It was reported the numbers on the customer's insulin pump were ramping up on their own. The customer's blood glucose was 254 mg/dl, which was treated with manual injection. No significant event involving prolonged button press or moisture exposure occurred. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.